Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. Data analysis indicated that the low voltage fault appeared to be the result of continuous magnet application. Magnet application causes an additional power drain on the battery which over extended periods of time will draw down the battery. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. Data analysis indicated that the low voltage fault appeared to be the result of continuous magnet application. Magnet application causes an additional power drain on the battery which over extended periods of time will draw down the battery. The device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and a new device was successfully placed. No additional adverse patient effects were reported.